Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an infection in the existing heartmate 3 pump and required an exchange to a new heartmate 3. No other negative outcomes were reported after the exchange. It was reported there was no thrombus or outflow issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had positive cultures indicating onset of driveline exit site, mediastinum, and left anterior chest wall abscess infections on (B)(6) 2024. Patient experienced symptoms of chest pain and drainage. The infection was treated with antibiotic therapy (abx) and two incision and drainage procedures. It was then reported that the infection was in their existing heartmate 3 pump and required an exchange to a new heartmate 3. Improvement in symptoms and no drainage were noted post exchange. The patient continued on suppressive abx therapy. No other negative outcomes were reported after the exchange. There were no thrombus or outflow graft issue found in the old device.